Event description:
A physician was treating a "highly fibrotic" lesion in at the junction of the subclavian and internal jugular. The lesion was pre-dilated with two inflations of a powerflex p3 balloon with 40% residual stenosis. The vessel size was 6 to 7 mm in diameter. The stent was positioned with the radiopaque stent markers proximal and distal to the lesion and all slack was removed from the delivery system. When the 8.0 x 40 mm smart control stent was deployed, it "jumped" and the physician was unable to locate the stent. The pt experienced ventricular ectopy after the failed deployment and while the physician was snaring into the right atrium in an attempt to locate the stent. Since the stent could not be located, the pt was transferred to a larger medical center where the stent was snared from the right ventricle via the left jugular with a 14f snare. The pt was discharged to home later that day.

Manufacturer narrative:
Add'l info will be submitted within 30 days of receipt.